Event description:
Spontaneous. Patient called reporting code on pump: "pump malfunction: pump won't run". Advised patient to try her other pump. She stated that she gets same error on both pumps. Advised patient that she should try a different cassette because this one might be defective since it will not align properly. She tried a new cassette and everything went back to normal. No further issues. Patient could not provide m with a lot number for the cassette. She checked all over the cassette and does not know where it can be located. Cassette is available for inspection. No further information known. Did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved; did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? No. Reported to (B)(6) by pt/caregiver.